Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the ruby coil unintentionally detached. The physician used a snare device to retrieve the detached coil. The case was halted at this point due to the patient's high anxiety level. It should be noted that the physician maintained continuous flush through the rotating hemostasis valve (rhv). The procedure was successfully completed the next day using penumbra coils and microcatheter with the patient being anesthetized.